Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic glenoid reconstruction surgery three implants moved out of the prepared channel. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-3600-2-1, fibertak¿ suture anchor #2 fiberwire® cl (double loaded), ve1 batch 15298084 was received for investigation. The visual inspection revealed that the inserter's tip was broken off, and the remaining was bent. It was noted that the device arrived for evaluation without the suture system. Functional testing was not conducted due to the damage to the device. The method of bone preparation employed during the procedure and the bone quality encountered were not provided. The most likely cause of the reported failure is a user error. Direction for use. Dfu-0404-sub-eo revision 0. To help avoid inserter breakage and potential patient injury: avoid excessive impaction as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. Dfu-0054 at revision 5. G. Precautions. 2. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration. 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. 7. Arthrex implant-specific instrumentation must be used to insert implantable devices per the recommended surgical technique.